Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor on a 980 ventilator was blank. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.

Manufacturer narrative:
Additional information: event description service evaluation: the service engineer verified that the system would not turn on. The breath delivery (bd) central processing unit (cpu) and the graphical user interface (gui) cpu was replaced. The ventilator passed all testing and was placed back in clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was no patient involvement at the time of the reported event.